Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Acetabular reamers 44-54 are dull per surgeon.

Manufacturer narrative:
Complaint sample was returned, evaluated and the reported event was confirmed: the reamer was dull. It was observed that many of the teeth on the reamer are blunt and have gouges. The DHR was not reviewed, as the device was manufactured at (B)(4), in october 2012. It is unknown as to how many surgical procedures (cycles) this reamer has gone through throughout its life in the field. A trend analysis was performed on part number t78 from (B)(6) 2013 to (B)(6) 2014. There were a total of (B)(4) complaints with (B)(4) of them reporting a similar event for dull reamers. (B)(4) of the similar complaints was not confirmed, and the other (B)(4) complaints were confirmed, but are all over two (2) years old from the time of the complaint. None of the other complaints belonged to the same lot as this returned event. Dull reamers are a common complaint which occurs as a result of the product exceeding its expected use. Instructions for use (IFU) instruct customers to discard instruments with dull cutting edges or damages. Manual surgical instruments have a limited life span which is generally determined by wear or damage due to repeated intended use. No further investigation required.

Event description:
Acetabular reamers 44-54 are dull per surgeon.